Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery (rcfa) with proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, the first proglide device was pre-placed successfully using the preclose technique. Anterior cuff misses occurred with the next three proglide devices. An additional proglide device was successfully placed using the preclose technique for a total of two proglide sutures pre-placed prior to the aaa procedure. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Suture placement and hemostasis was achieved in the left common femoral artery with the sutures of two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.